Event description:
(9) incidents of adaptors cracking.

Event description:
(9) incidents of adaptors cracking.

Event description:
(9) incidents of adaptors cracking.

Event description:
(9) incidents of adaptors cracking.

Event description:
(9) incidents of adaptors cracking.

Event description:
(9) incidents of adaptors cracking.

Event description:
(9) incidents of adaptors cracking.

Event description:
(9) incidents of adaptors cracking.

Event description:
(9) incidents of adaptors cracking.